Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that a red call doctor icon was stored via remote monitoring of this implantable cardioverter defibrillator (ICD) system due to high out-of-range pace impedance measurements greater than 2,000 ohms on the non boston scientific right ventricular (rv) lead. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that a red call doctor icon was stored via remote monitoring of this implantable cardioverter defibrillator (ICD) system due to high out-of-range pace impedance measurements greater than 2,000 ohms on the non boston scientific right ventricular (rv) lead. This ICD system remains in service. No adverse patient effects were reported.